Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the paroxysmal supraventricular tachycardia procedure, an air leak occurred. The sheath was inserted into the heart chamber and the non-abbott devices (soundstar catheter and thermocool sf catheter manufactured by biosense webster) were inserted into the sheath. When negative pressure was applied for flushing, air was aspirated. Aspirating air many times did not resolve the issue. The sheath was replaced and the procedure was completed with no adverse consequences to the patient. No air contamination to the patient has been confirmed. No additional venipuncture was performed due to the sheath replacement.